Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery with mild tortuosity and moderate calcification that was 99% stenosed. Pre-dilatation was performed using a 2 x 18 mm balloon dilatation catheter followed by the deployment of a 3.0 x 48 mm xience xpedition drug eluting stent (des); however, a distal edge dissection occurred. Another xience des was used to cover the dissection. No additional information was provided.